Event description:
Pt admitted in 2003 with cad. On same day a stent was implanted in lad artery. Two days later, pt returned for a stent implant to rca for an 85% luminal narrowing. A 2.5 x 13 cypher stent was utilized. The pt was discharged 2 days later with a prescription for plavix. The following day pt was re-admitted in cardiogenic shock due to a thrombosis of the rca. Pt was returned to cvl for re-stenting of the rca.